Event description:
It was reported that a user experienced recurrent alert 38 consecutive stalled motor alarms and multiple occlusion alarms on an ilet system, which interrupted insulin delivery and interfered with a full meal announcement; the user had recently switched to a fiasp pre-filled cartridge, performed restarts, corrected occlusions, and was advised to restart again and complete a full supply change. Symptoms included hyperglycemia with reported blood glucose up to 307 mg/dl, decreasing to 241 mg/dl at the time of contact. Outcomes included temporary interruption of insulin therapy and the need for user-led corrective actions. Investigation included review of device report logs and support-led troubleshooting and education. Investigation of this case revealed repeated motor stall alarms with occlusion alerts consistent with interrupted insulin delivery, with potential contribution from infusion set or cartridge/supply factors after a recent change to a fiasp pre-filled cartridge. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to isolate a single factor and potential user or supply-related factors cannot be ruled out. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.